Event description:
A (B)(6) distributor returned a charger/modem indicating that the charger was not functional. The charger/modem was replaced.

Manufacturer narrative:
Device evaluation: device evaluation of battery charger sn (B)(4) has been completed. The reported problem, (non-functional) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The charger/modem was replaced.